Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint and revealed an external battery communications lost alarm, internal battery degraded warning alarm and error message (sf180) related to a battery charger fault. The device was deemed beyond repair and scrapped. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the external battery communications lost alarm was due to a software issue while the internal battery degraded warning alarm and sf180 were due to an isolated component failure within the device battery assembly. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device had communication issues. There was no patient harm or a serious injury reported as a result of this incident.